Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of leading haptic did not progress. Additional information has been requested and received stating that the procedure was completed by using the backup lens. There were no patient contact and harm.